Event description:
A healthcare facility (B) (6), reported via a distributor that a leak was detected in an rt240 adult breathing circuit. The leak appeared to be coming from a hole about 1/8 inch at the moulded heater wire adaptor on the expiratory tube. It was further described that the hole looked like it should have been filled with plastic, but there was no plastic in it. No pt consequence was reported.

Manufacturer narrative:
(B) (4). The rt240 adult dual heated w/evaqua breathing circuit has not been returned to fisher & paykel healthcare for investigation. We are continuing to attempt to obtain more info about this complaint. We will provide a f/u report with the results of our investigation.